Event description:
Pump was reported to overinfuse. Pt was receiving fentanyl and bupivacaine from a 300ml bag. Device was programmed to deliver the epidural infusion in the pca mode with a basal rate of 6ml/hr and allowing one 4ml patient requested bolus dose every 15 minutes. The patient had been using this device and receiving the same therapy for a few days prior to this situation occurring without any problems. In 2003 the patient's bag was changed and the infusion was restarted at approx 10am. At approx 2:30pm the patient, who had been sitting up, started to feel drowsy and nauseated. The patient called the nursing station at this time, requesting assistance getting into bed. A nurse responded to the call and entered the room, noticing that the IV bag appeared empty. The nurse checked to the patient's respiratory rate and found that it was much lower than normal. The patient was given narcan and transferred to the intensive care unit as a result. The facility's representative reported that the patient recovered with no adverse outcome. The facility's representatives were unable to provide any specific patient demographics or diagnosis.